Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30387803m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for premature ventricular contraction with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure, echo confirmed pericardial fluid retention, no vital changes. After that, exacerbation was confirmed by echo, drainage was performed, and then follow-up. Two days after the drainage was performed, the physician confirmed the patient's progress and found that there was no problem. The physician¿s commented that not relevant. There is no information about the hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 12/10/2020. The patient is a 51 year old female. The physician¿s commented that the event is not related to biosense webster products. The event occurred post use of biosense webster product. The patient¿s condition had improved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).